Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 328 mg/dl and it was addressed with a bolus via the pump. Troubleshooting did not occur with tandem&#38112;technical support as it was noted that the customer's blood glucose level was within target range at the time of the report.